Manufacturer narrative:
Report source: other: health (B)(4) incident report reference no. (B)(4); submitted to health (B)(4) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a procedure performed 14 years ago. On (B)(6) 2019, the patient experienced pain in the right side groin, right side hip, and vagina. Subsequently, the patient could not sit for too long and had difficulty walking.